Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed the driver's distal square drive is broken-off at the proximal end of the driver diameter transition. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that during a lisfranc joint dislocation procedure, after the screw was implanted, it was noticed that the tip of the driver was broken. The surgeon attempted to retrieve the broken tip however, was unsuccessful and the tip was left in the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that during a lisfranc joint dislocation procedure, after the screw was implanted, it was noticed that the tip of the driver was broken. The surgeon attempted to retrieve the broken tip however, was unsuccessful and the tip was left in the patient.